Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received numerous inappropriate therapies due to noise and oversensing on the right ventricular lead. The lead also had high impedance and a confirmed fracture. The lead was reprogrammed tip to right ventricular coil for pacing and sensing. The implantable cardioverter defibrillator (ICD) detections were turned off. The lead remains in use. The left ventricular lead had no capture at 8.0 volts at 1.5 milliseconds, a lead warning for undefined impedance and a possible fracture. The lead was reprogrammed and turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.